Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) on an unknown date, the patient experienced a peritoneal leak. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a peritoneal leak into the scrotal area coincident with automated peritoneal dialysis therapy. The cause of the peritoneal leak was unknown. It was unknown if the peritoneal leak had worsened with ongoing peritoneal dialysis therapy. On an unreported date, the patient underwent a surgical repair of the peritoneal leak. On an unreported date, peritoneal dialysis therapy was stopped and the patient was placed on hemodialysis therapy. The patient was recovering from the event. No additional information is available.